Event description:
It was reported that the surgeon was doing a metatarsal osteomity. Two screw heads broke off while being implanted into pt bone. Were not able to be removed and were left in pt.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Same pt event as MDR 8031020-2012-00231. Additional devices: (B)(4) plate anchorage utility / 4 holes - symmetric lot unk. (B)(4) standard drill bit anchorage 2.0mm / l110mm, ao lot unk.